Event description:
A tech reported following an intraocular lens (iol) implant procedure, the lens was off axis and was then exchanged. Add'l info was received from the tech that the lens was exchanged for a different model, one diopter less in power.

Manufacturer narrative:
Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).